Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the distal conductor was fractured due to overstress. Blood was present in/on the helix mechanism. The lead was returned with the helix extended, stretched, and bent. Distal conductor and defib conductor were distorted, the outer tubing breached cut. (B)(4): the full lead was returned and analyzed. Analysis results revealed the distal conductor was distorted. Blood/body fluid was present on all conductors and in/on the helix mechanism. Outer insulation breached cut. Stylet: the stylet was returned and analyzed. Analysis results revealed the stylet was bent. Blood was present on the stylet.

Event description:
It was reported that two leads were attempted to be implanted. One lead had stylet stuck in lumen and the other lead had broken "fixation mechanism". The leads were removed and replaced. No patient complications have been reported as a result of this event.